Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 278 mg/dl. The customer took a correction bolus. The customer stated that the healthcare provider would be contacted, if needed, regarding elevated bg level and declined to perform troubleshooting with tandem technical support.